Manufacturer narrative:
(B)(4). Batch # p94627. Investigation summary the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. No communication issues were observed at any time during the test. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, when the device was disassembled and it was found that there was a cracked internal component. It could not be determined what may have caused the reported incident of "device not fount¿ being displayed during use and the device became not to function. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic splenectomy, ¿device not fount¿ was displayed during use and the device became not to function. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.